Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 24 cm from is-1 pin and with the helix extremely stretch. The helix damage was attributed to damage during the explant procedure. Both the distal and proximal segments were returned, equaling the entire length of the lead. Visual inspection noted a set screw mark on all terminal connectors and that the extracting stylet remained inside the distal segment. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that the patient was admitted to the hospital for syncope. Upon interrogation it was noted that the right ventricular (rv) lead had dislodged which resulted in decreased sensing, higher capture threshold measurements and high defibrillation threshold measurements. The rv lead was explanted and a new lead was successfully implanted. It was noted that the physician did not feel the syncope was related to the lead issue. No adverse patient effects as a result of the revision procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.